Event description:
A plate, implanted in 2003, broke post-operative and was removed. Plate was noted as broken on x-rays in 2004. Date of removal is unk. Plate was implanted to replace a hip screw which was implanted approx 10 years ago which had healed and pt fractured around the screws.